Event description:
It was reported that the pump was programmed to infuse for 24 hours, but it took about 30 hours for infusion to be completed. The drug infusing was chemotherapy. Patient harm is unknown. Although requested, further information not provided.

Manufacturer narrative:
The reported issue of lvp (large volume pump) module underinfusion-chemotherapy could not be confirmed. No product nor device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 02aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information not provided.

Event description:
It was reported that the pump was programmed to infuse for 24 hours, but it took about 30 hours for infusion to be completed. The drug infusing was chemotherapy. Patient harm is unknown. Although requested, further information not provided.